Event description:
The bipolar ligating forceps would not work. The physician's assistant tested the bipolar forceps on some tissue and it did nothing. They changed the cord out twice and it still would not work. They changed the bipolar esu unit and still the disposable bipolar ligating forceps would not work. Finally a new disposable biolar ligating forceps was opened up and it worked.====================== health professional's impression======================no adverse event.